Manufacturer narrative:
Date of birth - only year of birth was provided 1942. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged in the cartridge during the implantation into the left eye of a female patient. The plunger damaged the edge of optic. The surgeon decided to leave the iol implanted into the eye. The patient was seen four (4) days post op and it was reported that the damaged edge of the optic was covered by the iris and did not affect the quality of her vision. The patient outcome was reported as satisfied.